Event description:
Subsequently, boston scientific received information that this patient died ten days later. The cause of death has not been reported. According to the local representative, there have been no reports that the lead contributed to the patient's death and they were not aware that this patient had died.

Event description:
Boston scientific received information that this device dependent patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital, reason unknown. The device was interrogated and oversensing and pacing inhibition was noted. An x-ray confirmed that the right ventricular (rv) lead was dislodged, possibly related to twiddling the device.

Manufacturer narrative:
Event resolution has been requested from the field representative who later reported that this lead was revised. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.